Event description:
The customer reported via phone call that the insulin pump alarmed with a button error. Customer's blood glucose was 77 mg/dl. The insulin pump had been in customer's bra while she was walking. It was advised to discontinue use of the device and revert to a back-up plan. It was further advised that the device would be replaced and agreed upon that the product would be returned for analysis.

Manufacturer narrative:
No button error alarms noted during testing. The pump had unresponsive buttons due to corroded keypad traces. The pump also had a cracked lcd window, a cracked case at the display window corners, cracked battery tube threads, a broken belt clip slot, a broken reservoir tube lip and a stained end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.